Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms while the pump was in normal temperature conditions. Additionally, the customer received a power source alert when attempting to charge the pump and observed the battery to be depleting rapidly. The customer's blood glucose (bg) was 323 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.